Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00056).

Manufacturer narrative:
The service provider provided the evaluation report on 01/11/2022. The actual device was tested for flow rate accuracy. The device passed the test with a flow rate deviation of 4.41%, which is within the ±5% specification. The reported issue was not confirmed. Note that this complaint is a duplicate of complaint (B)(6) as reported in MDR 3006575795-2021-00055.

Event description:
On 11/29/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and reported that "pump 503824 is finishing infusions too early". The pump was sent in for evaluation with a note stating "pump runs dry, send back". The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
The affected device is being tested. Zyno medical is waiting for the evaluation report from the service provider.